Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombus occurred. The patient had a 24mm watchman ® laa closure device successfully implanted in (B)(6) 2015. The following day, the patient was discharged with prescription of xarelto 20 mg, acetylsalicylic acid (asa) 80 mg and plavix. Three weeks later, the patient called the hospital to notify them that he had anal bleeding and epitaxis (nose bleeding). On that day, the decision was made to stop xarelto and continue asa and plavix. In (B)(6) 2015, the patient came back to the hospital for a routine transesophageal echocardiogram (tee) follow up visit and a thrombus was noted on the outside of the watchman ® device. There was no harm to the patient, but the physician decided to start xarelto again at the same dose as before. Four days later, the patient was asked to come back to the clinic and the physician decided to stop xarelto and start fragmin instead. About a week later, the patient was hospitalized for major nasal bleeding. There were no changes on anticoagulation therapy. Then about a week later, the patient had another tee to follow up on the thrombus and it was noted that the thrombus was gone. Fragmin was stopped and the patient left the hospital on asa only. Currently the patient is doing well.